Event description:
The customer reported getting a "no shock delivered" message when attempting to cardiovert using 2 and 3 joules. Cardioversion was successfully delivered using 5 and 7 joules. No adverse pt impact was reported.

Manufacturer narrative:
The customer was using 3m gel pads. The customer was informed that although the pci indicated adequate physical contact between the paddles and the infants' chest, it does not indicate the degree of pt impedance. The IFU does direct the user to "apply conductive gel to paddles" (ed. 7, page 7-4), however, we have not specifically validated the 3m gel pad product for use with our defibrillator and cannot predict all of the behavior of the device when this product is used. The "no shock delivered" message is given when the impedance is out of the specified range. We are considering this issue the result of a user misunderstanding regarding pt impedance and the use of non validated 3m gel pads. There was no malfunction of the device.